Event description:
It was reported that while the patient was in cardiac cath. Lab at the md used a sheath to insert iab. The patient was then transferred to hosp. For CABG. After procedure, the or staff noticed blood leaking out of 6" stopcock. The blood was leaking from point where stopcock connected to "metal fitting on the iab." The staff tried to tighten stopcock; however, the plastic connector broke. The length of time prior to event was 4 to 8 hours. Reference MDR # 1219856-2007-00058 for initial information concerning this event.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.